Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (b)(46) 2009, patient presented with following pre-op and post-op diagnosis: t7-8, t8-9 degenerative disc disease; and underwent following procedure: right thoracotomy for exposure of thoracic spine; use of intraoperative fluoroscopy; fiber optic bronchoscopy. Findings: uncomplicated right thoracotomy for exposure to spine performed. The patient was awakened and taken to recovery room in stable condition.." On (B)(6) 2009, patient presented with following pre-op and post-op diagnosis: t7-8, t8-9 degenerative disc disease; and underwent following procedure: right sided thoracotomy; complete and radical discectomy t7-8, t8-9; arthrodesis t7-8, t8-9; insertion of peak cages made; use of operative microscope; use of intraoperative monitoring; use of intraoperative fluoroscopy and interpretations. Findings: intraoperative findings were consistent with the diagnostic imaging in the form of degeneration of the discs at t7-8 and t8-9. As perop notes: ".. The endplates were decorticated and there was excellent room for distraction and a combination of extra small bmp was used to both levels divided equally as well as graft on putty that were placed in the peak cages.. There were no intraoperative or perioperative complications.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.